Manufacturer narrative:
It was reported that following infection the patient was treated with antibiotics (type and date not reported) and was administered general anesthesia to facilitate the abutment removal. (B)(4).

Manufacturer narrative:
Information regarding treatment of the reported infections was requested; however, not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a persistent infection at the implant site resulting in the decision to discontinue device use. The abutment was removed; however, the internal fixture remains insitu.